Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) ,corrective and preventive actions (CAPA) and complaint handling system reviews were not performed because specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3 - date of event estimated as (B)(6) 2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as a venotomy closure of an unspecified venous access site using the pre-close technique prior to a transcatheter aortic valve replacement procedure. Reportedly, 7 prostyle devices failed. The method of hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.